Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient reported occasional shocking sensations since having back injections. The patient was concerned that the doctor injected around the lead/stimulator site. The rep recommended that the patient turn the therapy off. The patient was scheduled to be seen in the clinic on (B)(6) 2026, but the rep was trying to work with the office to see if they could get a sooner appointment. The rep said they would troubleshoot in-office with the patient. The cause was unknown. The issue was ongoing.